Manufacturer narrative:
Model number / catalog number: sc-2218-50, serial number: (B)(4), batch / lot number: 18766400, model / catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients lead was fractured. The patient underwent a revision procedure wherein the leads were replaced. The patient was reported to be doing well post operatively.